Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient, with a history of bilateral total hip arthroplasties for end-stage osteoarthritis, sustained a fall on (B)(6) 2024 onto the left hip, resulting in immediate pain and inability to bear weight on the left lower extremity. Imaging revealed a comminuted vancouver b2 periprosthetic femoral fracture, periprosthetic osteolysis, and loosening of the femoral stem. On (B)(6) 2024, the patient underwent open reduction and internal fixation of the left femur, along with revision of the left total hip arthroplasty due to the periprosthetic femoral fracture, metal-on-metal articulation, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval) secondary to metallosis. Following the revision, cobalt-chromium levels remained elevated and a fluid collection was found in the contralateral right hip, prompting revision of the right hip on (B)(6) 2026. Doi: (B)(6) 2009. Dor: (B)(6) 2024. Affected side: left hip. This report is related to (B)(4) which captures the right total hip arthroplasty.

Manufacturer narrative:
Product complaint # ==> (B)(4).investigation summary ==> no device associated with this report was received for examination.according to the information received, the patient has a known history of bilateral total hip arthroplasties performed for end-stage osteoarthritis. On june 1, 2024, the patient sustained a fall onto the left hip, resulting in immediate pain and inability to bear weight on the left lower extremity. Initial imaging included anteroposterior (ap) pelvis radiographs as well as ap and lateral views of the left femur, which demonstrated a comminuted vancouver b2 periprosthetic femoral fracture. Further evaluation with CT imaging, was obtained to better define the injury and revealed periprosthetic osteolysis along with loosening of the femoral stem. On (B)(6), 2024, the patient underwent open reduction and internal fixation (orif) of the left femur, along with revision of the left total hip arthroplasty due to a periprosthetic femoral fracture with a metal-on-metal articulation and the presence of aseptic lymphocyte-dominated vasculitis-associated lesion (alval) secondary to metallosis. The failure of the following revision of the left tha, patient's cocr levels remained high and a fluid collection was found in his contralateral right hip, which triggered a revision of the right hip whichoccurred on (B)(6) 2026.doi: (B)(6 )2009.dor: (B)(6) 2024.affected side: left hip.this is a link of (B)(4).quantity manufactured: (B)(4).date of manufacture: 08-july-2009.any anomalies or deviations identified in DHR: no non-conformance was identified.expiry date: 6-july-2019.a manufacturing record evaluation was performed for the finished device product description: pinnacle 300 acet cup 56mm, product code: 121703056, lot number: d1kgm1000 and no non-conformance was identified.as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.device history lot ==> quantity manufactured: (B)(4).date of manufacture: 08-july-2009any anomalies or deviations identified in DHR: no non-conformance was identifiedexpiry date: 6-july-2019.device history review ==> a manufacturing record evaluation was performed for the finished device product description: pinnacle 300 acet cup 56mm, product code: 121703056, lot number: d1kgm1000 and no non-conformance was identified.added: d10 concomitant.